Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon was inflated three times to 10 atmospheres. However, during the third inflation, the balloon ruptured after a few seconds. The device was removed without any problems, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).